Manufacturer narrative:
The event information pertaining to this incident has been reviewed and no product investigation can be performed as there are no complaint allegations present nor were the circumstances of the event attributed to the implanted system.

Event description:
It was reported the patient underwent surgical intervention to re-positioned the implantable pulse generator due to pain at the implant site. The procedure was reportedly completed without complications and the issue addressed.